Manufacturer narrative:
Please retract as the complaint is not on the right ventricular (rv) lead. The complaint is a duplicate and is on the implantable cardioverter defibrillator (ICD) reported in 2017865-2024-58359.

Event description:
New information received notes there was no complaint on this right ventricular (rv) lead the issue was with the implantable cardioverter defibrillator (ICD) detecting myopotentials, probably diaphragmatic. The complaint is on the ICD and was initially reported in 2017865-2024-58359. Please retract this record as it is a duplicate.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with over-sensing exhibited by the right ventricular lead. Further information was requested but not received.